Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had unexpected restart alarm and blank display. The customer¿s blood glucose level was 200 mg/dl at the time of the incident. The customer was reported after completing troubleshooting and received another alarm after battery returned. The customer was assisted with troubleshooting for blank display and the display returned. The customer was advised the pump will be replaced as per troubleshoot. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with blank display due to missing battery tube spring. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify unexpected restart error due to blank display.